Event description:
It was reported device depleted sooner than the pt expected and was replaced. No symptoms or outcome were reported. Add'l has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.